Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system won't boot-up. The fse identified that the hard drive of the host-pc was corrupted. The fse replaced the host pc along with hard disk drive (hdd), and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the allura system would not boot up successfully. The system was not in clinical use at the time of the event and no harm has been reported. Philips has started an investigation of the complaint.